Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described by the reporter as ¿probably connected to surgery¿ (no further detail was provided). Treatment was not reported. No further information was provided regarding whether the patient was hospitalized for the event, the outcome of the peritonitis, or if dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by cloudy effluent, pain complaints in abdominal cavity, diarrhea, vomiting and fever. The cause of peritonitis remained unknown. On an unreported date the same month as onset of the event, the patient was hospitalized for peritonitis. On an unreported date the same month, the patient was treated with kefzol, fortum and edicin (doses, frequencies, duration and routes of administration not reported) for peritonitis. Thirteen days after onset of the event the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.